Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl and ¿looked sick¿. The patient was directed by their healthcare provider to go to a hospital. The reporter was unable to troubleshoot the pump at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.